Event description:
Same event as report: 2184149-2012-00013. It was reported the pt developed cardiac tamponade during an atrial flutter ablation procedure. A response diagnostic catheter was placed into the coronary sinus, and the ensite array catheter was advanced and deployed in the right atrium with the assistance of fluoroscopy. A boston scientific blazer ablation was then used to map the right atrium and tricuspid valve. Following mapping the physician observed a change in the cardiac shadow and a drop in the pt's blood pressure. An echocardiogram confirmed cardiac tamponade. The procedure was stopped and pericardiocentesis was performed to drain the tamponade. The pt was stabilized after pericardiocentesis. Add'l info was requested but was unavailable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed.